Manufacturer narrative:
The manufacturing location for this product is greater (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the spike of a bd¿ IV administration set cfn120 bp hs broke when inserted into ¿the fluid¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
One sample was returned with a broken spike. Spike dimension and specification - hanscent inspected the retention samples and concluded they were in compliance with product specification. The spike (material (B)(4) incoming inspection reports were in compliance with specification. Device history record review - hanscent verify that the affected lot product all records have no abnormality. Spike twisting strength test - per iso 8536-4 infusion equipment for medical use and hanscent product specification, there is no specific mention of requirement of spike strength. Using iso 8536-2 closure for infusion bottles as reference, the force needed for spike to penetrate bottle closure shall not exceed 80n. Also, per iso 8536-2, the spike shall penetrate perpendicularly into the closure. Hanscent tried to simulate the worst condition to ascertain whether the spike can withstand a lateral pressure more than 80 n. Five retention samples of lot 20171028 were tested, results showing all 5 spikes could be twisted till broken with more than 120 n of force, averaging 137 n. Hanscent also ascertain that the spikes were broken at the tip. The spike can be twisted and broken with a large enough force. Based on investigations and spike twisting strength test in relation to iso 8536-2, the likely cause for the broken spike may have been induced by incorrect user operation. If the spike is twisted laterally into infusion bottle with strong force, broken spike might occur.